Manufacturer narrative:
Visual inspection performed by r&d project manager. The performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.

Manufacturer narrative:
Batch review performed on 23-august-2024. Lot 2254377: (B)(4) items manufactured and released on 18-aug-2022. No anomalies found related to the problem. To date, 3 similar events have been reported on the same lot during the period of review.

Event description:
The anti-rotational insert of trial offset broke off and became stuck in the patient's tibia. The surgery and anesthesia were prolonged by 30 minutes, and eventually the piece was removed. The surgery was completed with no further need for the trial.